Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2017-07213. It was reported the patient experienced an infection at the lead site. The physician administered IV antibiotics and then opted to remove the right lead by cutting it at the anchor location. No drainage or pus was visible at the infection site. Reprogramming successfully covered patient¿s target areas with the single remaining lead. Both leads are being reported as it is unknown which lead is liable.

Event description:
Device 1 of 4: reference MFR. Report#:3006705815-2017-07212; reference MFR. Report#:3006705815-2017-07213; reference MFR. Report#: 1627487-2017-08059; reference MFR. Report#: 1627487-2017-08060.

Event description:
Device 1 of 4. Reference MFR. Report#:3006705815-2017-07213. Reference MFR. Report#: 1627487-2017-08059. Reference MFR. Report#: 1627487-2017-08060. Follow up information identified the patient¿s infection has resolved.